Event description:
The pedi-cap is a disposable co2 detector that is purple in color and changes to yellow as it is exposed to co2 from the patient's exhaled gas. We have had four reports from our staff that the pedi-cap is already yellow when first opened from its package. We do not know all of the lot numbers. One lot number was 2079241. The company has responded to say that this could be caused by a pin hole in the package, but this has not been confirmed.======================manufacturer response for co2 detector, nellcor (per site reporter).======================a pin hole in the package could cause the color to turn from purple to yellow, but this has not been confirmed to be the cause.